Event description:
Information was received from a prospective patient who was inquiring about the possibility of infections. The prospective patient stated that he had a family member who was a doctor who had heard about problems with infections and the pump. The reporter was asked for patient, doctor, or additional information and stated that he did not have any.